Event description:
No additional information received from customer.

Manufacturer narrative:
Based on internal information (update request (B)(4)), it was confirmed that the correct device for this complaint is the ch-s200-xz-ea ¿ and not the ch-s700-xz-ea. A new complaint was opened with the correct device. This correction supplemental report is submitted to clarify that the initial emdr (#3002808148-2026-10419) was submitted in error, as no malfunction is associated with this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to previously submitted report. This reported was submitted in error as there was no reported malfunction associated with this device.

Event description:
No additional information received from customer.

Event description:
It was reported that upon opening the camera head at the time of delivery, staining was observed on the silver component on the side of the camera head unit. The staining could not be removed with alcohol. No patient involvement and no patient harm was reported.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.